Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited noise. Non-sustained ventricular oversensing episode showed noise isolated to the near field channel. The patient was asymptomatic and did not receive therapy due to noise. The lead was capped and replaced with a competitor lead on (B)(6) 2018.